Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one day post implant, the leadless implantable pulse generator (ipg) exhibited increased threshold, non-capture at maximum outputs, no sensing at max sensitivity and the leadless ipg was discovered to be at an acute angle, with two tines still attached. Diagnostic testing/troubleshooting was performed, the leadless ipg was reprogrammed to inactivate and replaced with a dual chamber, trans-venous ipg system. No patient complications have been reported as a result of this event.